Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, the camera control unit displayed an error code e116. The event occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation confirmed the customers allegation and repair was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of ¿no image¿ was confirmed. However, a definitive cause for ¿no image¿ was not established. Olympus will continue to monitor field performance for this device.